Event description:
It was reported that lately there was more breakage than usual with the plug-in end of the pacing leads. The clip bit on the end that gets plugged into the device snapped off. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.